Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because the returned suspect strips expired while in transport to the investigational unit.

Event description:
Reporter stated that patient received the following results on advantage system compared to a professional meter within 10 minutes: 589 mg/dl (advantage system) and 147 mg/dl (professional meter). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).